Event description:
(B)(4). I started losing my hair after this procedure. I had my thyroid checked out in 2007 came back negative. I've had constant stomach cramps and lower back pains. My cycle is heavy and blood clots come out. I am not happy with this product.